Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. DHR review is not required because the product is outside of useful life and the described failure mode is a known hazard. The repair notes indicates the overheating handpiece, due to low water flow, was caused by a significantly clogged water filter. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that while using a select sps swvl/resrv,230vuk/I, it is alleged that very little water flows and inserts are getting hot. No injury.